Manufacturer narrative:
(B)(4). Should additional information be received then an additional report will be submitted. (B)(4). A carefusion field service engineer evaluated the device at the facility and confirmed the reported display issue. Evaluation conclusion is pending hardware replacement by the carefusion field service engineer.

Event description:
The customer stated the screen on this vela ventilator does not power up. The customer reported that the screen was dark. The customer stated that this unit was not on a patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect component. On visual inspection the device turns on appropriately and the customer's reported issue could not be duplicated. The device was found to be out of specification as fluid ingress was observed underneath the front panel of the display. This finding was determined to be unrelated to the customer's reported issue and was not the cause of the reported issue.